Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that components have come out. Therefore, the reported condition was confirmed. It was also noted that the bearings stack was found to be missing. It was noted that the root cause of the components falling out was due to degradation of the loctite threadlocker. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was placed in a ziplock bag in multiple pieces. The event was not reported to have occurred during surgery. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date returned to manufacturer was documented as dec 09, 2014 on the initial report. It has been updated as dec 11, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.